Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used to treat a malignant stenosis in the esophagus during a gastroscopy procedure on (B)(6), 2010. According to the complainant, the indication for the procedure was dysphagia due to esophageal cancer. During the procedure, the device was inserted inside the patient and advanced into the stenosis. An attempt to release the stent was made by pulling the deployment suture; however, after releasing approximately 15cm of the device, resistance was met and the deployment suture could not be pulled any further to deploy the stent. It was reported that the stent was not deployed and was removed from the patient. The procedure was successfully completed with a different device. There were no patient complications as a result of this event. The patient was reported to be in "stable" condition at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used to treat a malignant stenosis in the esophagus during a gastroscopy procedure on (B)(6), 2010. According to the complainant, the indication for the procedure was dysphagia due to esophageal cancer. During the procedure, the device was inserted inside the patient and advanced into the stenosis. An attempt to release the stent was made by pulling the deployment suture; however, after releasing approximately 15cm of the device, resistance was met and the deployment suture could not be pulled any further to deploy the stent. It was reported that the stent was not deployed and was removed from the patient. The procedure was successfully completed with a different device. There were no patient complications as a result of this event. The patient was reported to be in "stable" condition at the conclusion of the procedure. It was reported to boston scientific on (B)(6), 2010 that the stent was not partially deployed, but completely un-deployed. However, investigation results revealed the stent was partially deployed; therefore this event remains reportable.

Manufacturer narrative:
A visual examination of the returned device found that the proximal stent loops had been partially deployed. When an attempt was made to deploy the remainder of the stent by retracting the thread, restriction was noted. Upon further examination it was found that the retention suture was entangled in the deployment suture. The retention suture was looped through a crochet knot. This can be directly attributed to the retention suture forming a loop during the stretching process and then getting caught by the crochet needle during the autocrochet process. No further issues were noted with the returned device. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. However, following a thorough evaluation of the complaint device, it can be determined that the green retention suture was incorrectly crocheted with the deployment suture. Therefore based on the condition of the returned device, and the evaluation conducted the most probable root cause is manufacturing. Further investigation of this issue is being reviewed by boston scientific. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.